Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor over infused during infusion of yondelis and 0.9% sodium chloride. The total fill volume was 275 ml. The expected flow rate was 12 ml/hr. The actual infusion time was about 10 hours with approximately 100 ml remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.